Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that the ok keypad button was under-responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/04/2015. Device evaluation: the device has been returned and evaluated by product analysis on 07/20/2015 with the following findings: the original complaint could not be duplicated or confirmed. The keypad cover was intact. All keypad buttons responded normally. The keypad cover was removed and no contamination was found under the button contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.